Manufacturer narrative:
Ae or product problem from product problem to reported issue is both an adverse event and a product problem type of reportable event from malfunction to serious injury outcomes attrib. To ae and describe event or problem updated. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09096. It was further reported that the target lesion was 90-99% stenosed located in a severely tortuous right coronary artery. In addition, ablation was performed for 3 minutes at 220,000rpm. After ablation, an attempt to remove the rotawire failed and the tip of the rotawire became stuck in the calcified lesion. Another attempt to remove the rotawire was made by pulling with a strong force; however, the rotawire became fractured. Snaring was done to completely remove the rotawire fragment. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection observed the body kinked and the distal tip kinked. In addition, the solder that joins the spring distal tip with the core wire was missing. Dimensional inspection was done and noted all of the outer diameter (od) to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on product analysis completed on 07-jul-2017. It was reported that a rotawire difficulty inserting occurred. The target lesion was located in a severely calcified right coronary artery (rca). A 330cm rotawire¿ was selected for use. During procedure, it was noted that the rotawire became caught at the tip of a 7fr non bsc guiding catheter. The device was replaced with another of the same rotawire; however, resistance was also noted. The procedure was then completed with another of the same rotawire. No patient complications were reported. However, device analysis revealed a missing solder.